Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they experienced high blood glucose of over 400 mg/dl and also experienced low blood glucose. Customer treated high blood glucose with 2 boluses. Blood glucose was 92 mg/dl at the time of the call. Customer also reported sensor issues such as: change sensor alarm and a bent cannula. The sensor will be returned for analysis.